Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: correction fields: correction to g4 PMA/510(k) added k190744 from blank. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fibre bonding in the outer tube area (distal end) is damaged. A device history record review revealed no issues that could have caused or contributed to the reported issue. IFU/label: risk of damage to the product the endoscope is a precise optical device. Careless handling may damage the endoscope. Always handle the endoscope with care. Do not hold the endoscope by the distal end only. Do not bend the insertion tube. Based on the results of the investigation, cause determined the video cable is broken and therefore error code b31 and no image occurs. Therefore, the most probable cause of the complaint is cause traced to component failure, which is component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope didn't display an image and displayed a warning message. The issue was observed during a bile therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope didn't display an image and displayed a warning message. The issue was observed during a bile therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm.